Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was unknown at the time of incident. The customer stated that there were frequent battery changes, loss of settings, unexplained no delivery alerts, cracked battery cap and condensation inside the screen. The customer also stated that she had to restart the rewind very often. The insulin pump was not returned for analysis.